Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of the right coronary artery (rca). Four treatments were performed on low speed, pulling retrograde. Wire exchange was performed with a non-csi guide wire. After checking the images on the intravascular ultrasound, the physician attempted to advance the viperwire and oad again to perform additional treatments on high speed, but damage was observed to the viperwire. Upon inspection of the oad, the physician located the viperwire tip fragment inside of the tip of the driveshaft and became stuck. The oad was removed and angioplasty was performed to complete the procedure. The patient did not experience any consequences due to the reported event.

Manufacturer narrative:
The oad was returned with the guidewire not attached. Analysis revealed a fracture in the guidewire located at the proximal solder bond. Scanning electron microscopic analysis identified evidence of torsion on the fracture faces and rotational damage on the proximal spring-tip coil. Furthermore, radiopaque particle transfer was observed on the internal diameter of the driveshaft tip bushing indicating there was contact with the spring tip. The root cause of the event was due to the spinning driveshaft contacting the spring tip which led to the guidewire fracture which is use not consistent with the instructions for use (IFU). The IFU cautions to maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 12051.